Event description:
End user's wife reports "catheters are not peeling open evenly, it is like the catheters packaging has adhesive issues or paper issues. The paper will stick to one or both of the sides and tear as she is peeling it open and paper will tear unevenly."

Manufacturer narrative:
Device 21 of 25. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.